Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Device history record: the product code 82-8804pl with lot 7266810, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was at setting 7. The valve was visually inspected; debris and blood were noted inside and outside the housing. The valve passed the test for occlusion, leak, siphon guard and reflux. The valve failed the test for programming and pressure. The valve was disassembled and was visually inspected under microscope at appropriate magnification; biological debris were found on the rotating construct and housing. Root cause analysis: the root cause for the programming issue reported by the is due to biological debris and protein build up interfering with the valve, at the time of investigation, biological debris were found and as mentioned in the IFU: "accumulation of biological matter within the valve can: cause difficulties adjusting the valve setting with the tool kit". The root cause for the pressure issue noted during the investigation is due to biological debris found on the ruby ball, the debris was stopping the ruby ball from being seated correctly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h10, h11. Additional information: related report number (h10) - mw5178161.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804pl) was implanted in (B)(6) 2023. During an hospital admission on 2025, the physician attempted to change the patient¿s shunt from 5 to 7 and was unable to program and adjust it, tried multiple programmers and valve would not move. Multiple providers attempted to change the setting, including using a stronger magnet, without success, therefore, the valve was removed and replaced on (B)(6) 2025.